Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown issue with the g5 application not working occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a loss of signal. A root cause could not be determined.